Manufacturer narrative:
Concomitant medical products: product ID: o+41 3778-60, serial# (B)(4), product type: lead; product ID: 3778-60, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 14-jun-2014, UDI # (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 11-jun-2014, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that therapy was not helping the patient's pain and it was stimulating in her ribs. Patient stated it was hurting her so bad in the ribs. Patient stated they ended up having to do a lead revision but that did not resolve the issue. Revision was reported to occur on (B)(6) 2010. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), product type: lead. Product ID: 3778-60, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she had so many surgeries replacing wire, there was no area open enough to try and get new wires in. The patient reported that they put one in, but it just made her feel like her ribs feel like they were broken all the time, so when she tried to maybe get some relief in her legs, the ribs were more painful. The patient reported that she tried to get it charged and tried it once and the charge wouldn't work. The patient reported that it was determined that the wires implanted to get coverage at the time didn't work and it was very painful in the ribs and other areas when on. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), product type: lead. Product ID: 3778-60, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she had so many surgeries replacing wire, there was no area open enough to try and get new wires in. The patient reported that they put one in, but it just made her feel like her ribs feel like they were broken all the time, so when she tried to maybe get some relief in her legs, the ribs were more painful. The patient reported that she tried to get it charged and tried it once and the charge wouldn¿t work. No further complications were reported.